Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was not working and there was no contact. A surgical procedure was performed, during which the ins was implanted in the second stage. When the electrode was connected to the 0-7 contact of the ins, it showed high impedance sings of 4000 ohms and above. The socket could not be used. They had to use the 8-15 socket, where it worked normally. Unfortunately, there was no replacement ins available so this one had to be implanted. The patient did not feel any changes. There were no environmental/external/patient factors that may have led or contributed to the issue. The ins was delivered by standard delivery and stored in a proper place. For diagnostics, they did the impedance test in the 0-7 socket several times in a row. Then impedance testing in the 8-15 socket several times in a row where everything was fine. Then they also tested on an external ne urostimulator where everything was also fine. The electrode was inserted into the 8-15 socket where it showed normal functionality and correct impedance values. The ins was implanted, and the issue was considered resolved.